Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a usage problem. Since a h900 humidifier was involved, the yellow bacteria filter should have been used. Instead, the hme filter (green filter) was used at the exhalation port, while passage of water vapor is not allowed with this type of filters. Therefore, the root cause of this event was a usage error. In consequence (correction) the customer was trained on filter usage and how to react on exhalation obstruction alarms resolved the problem. The technical support engineer informed us that the ventilator was back into service and no "exhalation obstructed" alarms occurred again. There was no patient or user harm reported.

Event description:
User reports "exhalation obstructed" when ventilator was on a patient.